Event description:
While wearing the external equipment, the pt reportedly experienced facial nerve stimulation. The pt was seen at the center. Programming adjustments were made. However, the reported problem was not resolved. The pt's device was explanted.